Event description:
It was reported by svc report that the power cord was missing the ground prong and the side rails would not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.